Event description:
During the ablation procedure, there was resistance when introducing the transseptal needle into the sheath. When the needle was removed from the sheath, skiving was noted at the tip of the needle. The needle and sheath were exchanged to continue the procedure with no patient consequences.

Event description:
A stylet was used and the needle was not reshaped.

Manufacturer narrative:
The reported event of skiving was confirmed. No resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.